Event description:
In january 2006 the lay-user/pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately low. In about 9 days later the pt tested her blood glucose using the one touch ultra meter that she borrowed from an unknown source. She obtained a reading of "147 mg/dl." Sometime later, she developed symptoms of having a headache and was tired. Since the pt was not feeling well, she was taken to the hospital by an unknown means of transportation. Her blood glucose at the hospital on an unknown device was "250 mg/dl." She was given insulin, the type and dose is unknown. It would have been helpful to know the following information: when the symptoms started, when the "147 mg/dl" reading was taken, if she tried testing, while having the symptoms, and what time she was tested at the hospital. In addition, it would have been helpful to know what device was used in the hopsital, what medications/treatments she received the day of the event, how long she was in the hospital for, what her current medication regimen is, and if her medication regimen was adjusted, due to the incident. The meter, test strips, and control solution were replaced. This complaint is being reported due to the pt having developed symptoms, after getting a reading of "147 mg/dl" and then ultimately going to the hospital for treatment of hyperglycemia.